Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addr01 implantable pulse generator (ipg), implanted: (B)(6) 2013; product ID: 43203 competitor implantable pacing lead, implanted: (B)(6) 1994; product ID: 43007 competitor implantable pacing lead, implanted: (B)(6) 1994. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture resulting from a myocardial perforation. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.